Event description:
As reported by the (B)(6) field clinical specialist, perclose failed and a 14f esheath was inserted into patient. There was bleeding noted at the groin and a decision was made to upsize to a 16fr sheath. The bleeding stopped and the sapien 3 ultra reslila valve was successfully implanted. At the end, an attempt was made to insert another perclose but failed and a new 16fr esheath was requested to control the bleeding. Vascular surgery performed a cut down and surgically repaired the bleeding. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).